Event description:
It was reported that the patient underwent surgical intervention to explant an inflatable penile prosthesis (ipp) due to wear on the device and a fluid leak that have caused the device to not function properly for past two years. A new ipp was implanted. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.